Event description:
It was reported that upon removal from the packaging, a crack was found on the hub of the pta balloon dilatation catheter. Another balloon was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the MFR for eval. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.